Event description:
As per ansm report (n° (B)(4)): date of occurrence- (B)(6) 2025 description of the incident: "ventralex (st) plate inserted on (B)(6) 2025. Day 3 post-op, severe swelling, 9 cm hematoma on ultrasound. From day 10 (follow-up appointments for up to 9 months) burning sensation, severe pain on left side, tightness, constant discomfort when putting on shoes. It was horrible!!!! Swelling on the left side, nerve affected because the plate was not properly attached. Patient information: current patient status: currently? Following the removal of the plate ((B)(6) 2026) about 10 days ago, things are better, but I am in pain because a nerve was affected :( actions taken in the healthcare facility to treat the patient: nr".

Manufacturer narrative:
As reported, post implant of a ventralex st mesh the patient alleges nerve damage, swelling, hematoma, burning sensation, severe pain, and subsequent explanted of the mesh. Based n the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. No contact information was provided to allow for additional follow-up. The adverse reaction section of the instructions-for-use, supplied with the device identifies hematoma and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 403 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.